Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00552 for the other medwatch. The same pt is represented in each medwatch.

Event description:
International customer reported that the device readily inflated with air two days after being put in use. The device was removed from service and exchanged. No adverse pt consequences were reported.